Event description:
It was reported that during preparation for a cryoplasty procedure, a polar catheter was stuck on the guide wire. The de novo lesion was located in the left leg superficial femoral artery (sfa). The vessel was not tortuous. The lesion was 60% stenosed and mildly calcified. In preparation for the procedure, the polarcath balloon catheter, would not track over a 0.035 guide wire. The balloon got stuck on the wire and was removed intact from the wire with mild force. This occurred outside the patient. The procedure was completed with the same guide wire and a polarcath balloon catheter. No patient injuries or complications were reported. The patient's condition is reported as "ok."